Manufacturer narrative:
The received device was measured and analyzed. The device was found to be according to specification. The gliding surface is clicked intra-operatively into the tibia component. The movement between the two components is perceived in some cases to be too great. It is possible that no movement is expected; however this is not the intent of the device. The tolerances allow a maximum gap of 0.185 mm per side in the medial-lateral direction and 0.35 mm in the proximal-distal direction. The gaps are necessary to allow for the click mechanism, for manufacturing tolerances and for heat expansion inside the body. The gaps are theoretical values that are smaller after implantation due to the combination of all of the tolerances and because the components increase in temperature from 20 c to 37 c. An axial force is applied to the gliding surface during the whole gait cycle, which in addition to the click mechanism prevents the gliding surface from releasing from the tibia plateau. Wear testing of this product indicates good results. Other systems utilize the click mechanism and this style has been on the market for many years. Due to the plastic deformation of the click mechanism during assembly of the gliding surface with the tibia component, it is not productive to measure gliding surfaces which have already been clicked into the tibia. Gliding surfaces that have been decontaminated using steam may also have dimensional changes. The measurement protocols of the relevant batches is in this case most productive. The manufacturing documentation has been checked for the lot number(s) and there are no indications of manufacturing errors or material defects. The most likely root cause of the perceived failure is user error. It is assumed tha the user interpreted the normal relative movement between the gliding surface and the tibial plateau to be too great. No action is required as corrective/preventive action was opened as a result of previous similar complaints.

Event description:
Country of complaint: (B)(4). Intra-operative fixation failure between nn471k and gliding surface primary surgery; (B)(6) 2015. Tka case: after the surgeon decided the size of gliding surface, he attempted to fix this product to tibial component. However, the outside of the implants were not connected properly. The surgeon attempted 12mm implant for the next step, however, the same issue appeared. Under the circumstances, the surgeon suspected a defect of nn471k, but he decided to fix with 12mm implant, because the tibial component was already fixed by cement, and also no replacement was available. After all, the surgeon finished the operation because it looked like that the implants were fixed, while the surgeon change the leg angle repeatedly. Surgeon will monitor the patient.